Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection along the electrode and device, leading to furunculosis. The patient was hospitalized and administered antibiotics. The s-ICD system was successfully explanted. The patient was able to be discharged at a later date in good condition. No additional adverse patient effects were reported.